Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, site complained that when trying to move the imaging system that it would not move and making a noise. Found that the clutch was all the way to the left causing it to be in manual mode and not connected to the drive motor.put clutch into drive position which was all the way to the right and system was able to drive without any issues. Codes: b01, c07, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000457.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that a loud noise when driving and the break was not functioning.no patient present.